Event description:
A surgeon reported following bilateral multifocal intraocular lens (iol) implant procedures a pt reported that she cannot see well at both intermediate and near. The pt cannot tolerate the bilateral multifocal implants. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).